Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag had a pinhole and leaked at the top left corner in seam. This occurred after compounding when nurse retrieved tpn bag to hang. It contained 5% dextrose overnight. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: update "it contained 5% dextrose overnight." To "due to missed tpn treatment, 5% dextrose was attached to the patient overnight". H4: the lot was manufactured between october 27-30, 2023. H11: the actual device was not available; however, two photographs of the sample was provided for evaluation. Visual inspection was performed and the reported issue was easily identified; a droplet of a tpn lipid solution can be seen leaking from a small pinhole type of leak on the upper left edge of bag. The reported condition was verified. The cause of the pinhole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and a leak on the upper left side edge of the bag was observed. A small pinhole size puncture, cut, or hole was found. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to customer handling or transport, or inherent to variations of the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.